Event description:
A diabetic presented to the emergency department with chest pains. An initial sample taken from this pt generated axsym troponin-I assay results of 14.3 and 17.1 ng/ml and results of 18.2 and 17.5 ng/ml using a chemiluminescence method. A third sample drawn the following day generated an axsym troponin-I assay result of 16.3 ng/dl. The customer states the pt was transferred to their facility for a cardiac catheterization. Prior to the procedure, the pt was retested on the axsym troponin-I assay and a result of 15.9 ng/ml was obtained. The pt underwent a cardiac catheterization that was diagnosed as normal. After the catheterization procedure another sample from this pt was tesed on the axsym troponin-I assay with a result of 12 ng/ml. The pt was eventually discharged.